Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the activity logs for the date of the event does not show any battery power related incidents. It is noteworthy to mention the battery used at the time of the reported event was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device would not power up. Complainant indicated the device was able to power on after changing the battery multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.